Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(4). Initial reporter information such as the name, phone and email address are unknown. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the physician attempted to detach the deltafill 18 4 mm x 15 cm coil (dlf180415 / s12991) using the detachment control box dcb02 but the coil could not be detached. The button on the detachment control box was pressed but the coil failed to detach. The deltafill 18 4 mm x 15 mm coil was replaced and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the device will be returned for analysis.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Complaint conclusion]: the healthcare professional reported that during the coil embolization procedure, the physician attempted to detach the deltafill 18 4mm x 15cm coil (dlf180415 / s12991) using the detachment control box dcb02 but the coil could not be detached. The button on the detachment control box was pressed but the coil failed to detach. The coil was successfully removed from the patient still attached to the delivery system. The deltafill 18 4 mm x 15 mm coil was replaced, and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the product was new and was stored per labeling instructions. It was also confirmed that the coil delivery system was prepped without any difficulty. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. Investigation summary: the returned device is almost completely unsheathed. The embolic coil is fully advanced out of the introducer, exposing the embolic coil as returned. There is a kink in the device positioning unit (dpu) core wire at the strain relief. There is another kink in the dpu core wire at about 112 cm from the proximal end. The ball tip was observed to be intact. A kink was found near the distal end of the embolic coil. Blood had accumulated at the articulating joint, obscuring its condition. The distal outer sheath appeared to be straight, indicating that the resistance heating (rh) coil had not heated. The resistance of the device was measured with multimeter 70042-04d. Resistance measured 22.6 o, which is outside of the specification range of 48.5 - 56 o per 103002285 rev. 9. The device was connected to detachment control box dcb2000500 (dcb2) c46055 and when powered on, the system fault light was illuminated. Detachment could not be tested because the resistance of the device is out of specification and the dcb2 displayed a system fault. A review of manufacturing documentation associated with this lot (s12991) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the complaint of failure to detach is confirmed. The device was returned with the coil attached, and out of specification resistance prevents a detachment cycle from initiating. The cause of the out of spec resistance value may be attributed to damage in the electrical connection between the dcb2 and the rh coil, possibly at the kinks in the dpu core wire. The kinks observed in the dpu core wire are evidence of the application of excessive force to the device, possibly in an attempt to overcome unreported resistance. There is also a kink in the embolic coil. This kink may have resulted from the same application of excessive force as the kinks in the dpu core wire, or it could have occurred after the procedure, as the device was prepared for storage or shipping. 100% of devices are tested for resistance after being loaded into the packaging hoop per tm-tst0107 rev. 8 and 103002285 rev. 9. In addition, 100% of devices are inspected for damage to the embolic coil at final assembly per 103002467 rev. 12. Thus, it is unlikely that the device left the manufacturing facility with either out of specification resistance or a kink in the embolic coil. Device history lot. A review of manufacturing documentation associated with this lot (s12991) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue of the deltafill 18 4 mm x 15 cm coil failing to detach during the procedure was confirmed during the product analysis of the returned device. The returned device was noted to have resistance that was considered out of specification, this would prevent the initiation of the detachment cycle. The cause of the resistance being out of specification may be due to a damaged electrical connection between the detachment control box and the resistance heating coil, possibly at the kinks in the dpu core wire; the kinks observed are evidence of applied excessive force on the device. The kink noted on the embolic coil may have been due to the same applied excessive force, or it could have occurred after the procedure during the device preparation for storage or shipping. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% testing for resistance after being loaded into the packaging hoop. In addition, 100% of devices undergo inspection for damage to the embolic coil at final assembly. The kink on the embolic coil would have been caught during final inspection; it is very unlikely that the deltafill 18 4 mm x 15 cm left the manufacturing facility with either out of specification resistance or a kink in the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.